Event description:
Healthcare professional reported seven days after injection with juvederm volift with lidocaine in the nasolabial folds, juvederm volbella with lidocaine in the tear troughs, juvederm voluma with lidocaine in the cheekbones and chin, and juvederm ultra 3 in the lips pt underwent a "thread lift" as well as touch up with "the juvederm filler on the chin". The "thread lift" involved three threads inserted on each side of the face (6 threads in total) to enhance."the area of the eyebrows, cheeks, and jaw line". No irritation was determined in the skin following the thread lift and fucidin ointment was applied as well as patches". Four days after the "thread lift" pt reported their cheeks were "sore and swollen". Pt was prescribed "dicillin" on areas which indicated an infection. Two days later, pt was additionally prescribed avelox; healthcare professional also noted "a start-up fase of an accumulation" of both nasolabial lines. Two more days later, pt was "submitted to the ent ward" at a local hospital with "inflammation and abscesses in both cheeks" as well as a fever. The symptom sites were "discharged and rinsed", pt was admitted to the hospital for a total of three days and prescribed "i.v. Antibiotic treatment". Per the healthcare professional "at no time, graft with bacteria is determined (repeated twice with approx three weeks in between". Approx two weeks later, the "...majority of the filler products have been depleted during the draining of the infectious areas. Slight encroachments on the cheeks appears, but are slowly disappearing. No deep "pockets are visible anymore and the skin[s] recovering well". No problems in relation to the "thread lift" have appeared in the forehead (brows). Healthcare professional also noted during the treatment process, "the pt has generally had inflammatory response in the skin with active psoriasis development in the surface of the hands". Pt has additionally consulted with a plastic surgeon who has recommended treatment with "hyalase" injection in the cheeks to dissolve residual filler.

Manufacturer narrative:
Further info from the reporter regarding event, product, or pt details has been requested. No add'l info is available at this time. The events of soreness, swelling, inflammation, infection, abscesses, fever, discharge, anxiety, and psoriasis development are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.